Event description:
Physician was attempting to deliver an endeavor resolute drug-eluting stent to the rca near cto force was required to advance the device; however, the device could not cross. Physician gave up the operation. Patient overall was ok. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The distal shaft was kinked 4.6cm distal to the guidewire entry port. A number of struts on the 5th proximal stent segment were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation , results: (failure to deliver and stent deformation). (Lesion morphology). (Excessive force was used in an attempt to deliver the stent). (Excessive force was used in an attempt to deliver the stent). (Deformation problem). (B)(4).